Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device prompted a "self-test failed" message, and inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference updated section d1 brand name, and section d4 catalog number that does not apply and should be removed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a " compressor fault 200i" error message, and inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: zoll medical corporation evaluated the device and the customer's report for device inappropriately shut down was not replicated or confirmed. The device was put through extensive testing including stress testing without duplicating the report. The lithium-ion battery was replaced as a precaution. Review of the device activity logs did not show any faults that could be associated with customer report. The customer's report of the device prompted a self-check fault 2001 was observed during review of the device logs. However, the device was put through extensive testing without duplicating the report. Internal inspection did observe the flow screens dirty, which may cause a 2001 message. The flow screens were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.